Event description:
Reporter indicated that vns pt has recently been hospitalized several times due to seizures. It was reported that eeg monitoring while in the ICU did not reveal any vns artifact. It was reported that the pt had not suffered any obvious local trauma that may have damaged the ncp system, but that pt does fall a lot. X-rays did not reveal any obvious discontinuities in the ncp system. An estimation of remaining battery life based on current device settings indicates that the pulse generator should not be nearing end of service. The pt was scheduled for revision surgery in error. Treating neurologist noted high lead impedance readings for device diagnostic testing in their hand held computer and thought that those readings were for the pt's device, but they were not. The high lead impedance readings that the nuurologist mistook for the pt's device were actually a result of a device diagnostic test for a demo generator that is not implanted. While under general anesthesia, device diagnostic testing was within normal limits, indicating proper device funciton. The elective replacement indicator was no, indicating that the generator had not reached end of service. No surgery was performed. Investigation to date has been unable to determine the cause of the increase in seizure activity. Additionally, it is not known whether the increase in seizures is an increase over pre-vns baseline frequency or simply an increase over previous efficacy with the vns therapy.